Event description:
It was reported that the patient is deceased and died nine days after device replacement. Additional information obtained indicated the patient had a liver resection post replacment. The cause of death has been requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful.